Manufacturer narrative:
There are various factors disturbing osseointegration. One can be a blunt drill which causes an overheating the bone. As bone is very sensitive to heat, so this leads regularly to necrosis. Another possibility is smoking in combination with not sufficient oral hygiene. Smoking reduces the blood supply of oral tissues. This is counter-productive to bone regeneration. In both cases there is no or only partial osseointegration. After one month the implant was moving. That is a sign for disturbed bone regeneration. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an ankylos b9.5 dental implant on (B)(6) 2019. On (B)(6) 2019 the implant was removed. No augmentation was performed. The healing was transgingival. The patient had a fair oral hygiene and was smoker. The x-rays show no irregularities.